Manufacturer narrative:
Corrected section d3 manufacturer name.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported five needles have broken off while being utilized. Additional information received on 24sep2024 stated that the cannula broke into two pieces while drawing the sample. They are using the monoject luer lock 20ml syringe with the hypodermic needles. There was no harm done to their staff during these isolated incidents.

Manufacturer narrative:
The device history record (DHR) for lot 23l244 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A photo of the device was provided and the reported issue was observed however the issue was not observed on the representative samples returned and tested. At this time, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.